Event description:
It was reported that the 9800 system made a loud popping noise from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.